Event description:
Reporter alleged obtaining the results of 489 mg/dl, hi (greater than 600 mg/dl), 219 mg/dl, 383 mg/dl, 251 mg/dl 194 mg/dl, and 202 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took 3 units of humalog based on the 194 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.